Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product being sent to an outside lab. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00632005826, liner 20 degree elevated rim 26 mm i.d. For use with 58 mm o.d. Shell, 62608600, item # unknown, unknown stem, lot # unknown, item # unknown, unknown cup, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03649.

Event description:
It was reported that patient underwent a hip revision due to dislocation approximately 17 years post implantation. It is unknown how or why the patient dislocated. The head and liner were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay. Reported event could not be confirmed with information received. Visual inspection of photographs of the explanted product identified scratches and nicks on the bottom circumference of the liner. No further evaluation could be completed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.